Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: device returned. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2018, the patient underwent an implant surgery for tibia with the nail. On (B)(6) 2020, the patient underwent the removal surgery of the nail with the extraction screw in question. The surgeon had difficulty in connecting the extraction screw to the nail. The surgeon shaved bone to connect them, but he couldn¿t, and he gave up connecting. The surgeon tried to remove the nail with a pliers, but he couldn¿t. The surgeon tried to connect the extraction screw to the nail again. The engagement between the extraction screw and the nail was seemed to be weak, but he could connect them and remove the nail successfully. The surgery time was totally 2 hours 30 minutes. No further information is available. This complaint involves two (2) devices. This report is for one (1) extractscr f/tibial+fem nails. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.000, lot: l729813, manufacturing site: hägendorf, release to warehouse date: march 2, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the thread flanks of the nail connecting thread are stripped. The last four thread flanks at the end are completely flattened. The first two thread flanks are slightly damaged. There are marks of hammer blows visible on top of the extraction screw. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the above described damages. The review of the manufacturing documents has shown that a 100% inspection of the affected m8 thread is performed. The coating is not present anymore at the damages, which indicates that they were caused post-manufacturing. Drawing/specification review: the manufacturing review of the manufacturing documents shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has also shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification. Summary: it can be confirmed that the nail connection thread is stripped and that therefore the extraction nail is not functional anymore as an insertion into a nail is impossible in the current condition. This lot of 48 pieces was manufactured in march 2018 and we are not aware of any other complaint for this article- and lot number combination. Based on that and the performed evaluation a product related issue can be excluded. Based on the provided information and without the involved nail the exact cause of this occurrence cannot be defined. Also, it cannot be defined if the damage occurred during the surgery with the complained malfunction or during a previous procedure. The completely flattened thread flanks in the upper part of the thread could be an indication that the extraction screw was for any reason not fully inserted into the nail as required. This could have caused a mechanical overload of these upper thread flanks. The marks of hammer blows on top may also have played a certain role as typically no impact force is required for the nail extraction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information for event description: patient outcome was stable.